Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed oversensing on stored electrograms (egm) and high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.